Event description:
Caller reported the following comparisons, performed within 10 minutes on the advantage system: 1. 575mg/dl and 118mg/dl. 2. 360mg/dl and 118mg/dl. 3. 572mg/dl, 342mg/dl, and 165mg/dl. No adverse event reported. No action was taken based on device results. Requested return of suspect system and replacement was sent. No information presented to indicate where comparison performed.